Event description:
The pump was returned for service. Failure code 538 was found in the pump's event history by a baxter service technician. An attempt was made to contact the customer, but no info has been obtained regarding when this failure occurred, and whether or not there was a report of pt injury or medical intervention resulting from this failure.